Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads. Clinical research in cardiology. 2022. Doi: 10.1007/s00392-022-02048-5. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing (lbbap). The article reports one patient with a failed implant of a lead due to the inability to screw the lead in the right position. There were unspecified major complications which were defined as possible life-threatening complications or complications requiring intervention or prolonged hospital admission. Also unspecified minor complications which were defined as those that were conservatively treated and did not result in prolonged hospital admission. There were two cases of pneumothorax. Two patients' leads lost capture of the lbba pacing during his bundle ablation. One lbba lead was successfully revised and the other had conservative intervention. Some leads exhibited a decrease in impedance. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.